Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the patient had not charged the implantable pulse generator (ipg) in approximately 6 months. Patient said the programmer later showed a low battery warning and he turned stimulation off at that time. Manufacturer representative met with the patient and found the ipg was unable to communicate with external devices. Ipg replacement may take place at a later date.